Manufacturer narrative:
Damaged firing mechanism with bent knife. The product complaint analsis team has completed its investigation of the device. The result of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number h00655. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire thorugh a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during a thoracoscopy procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.